Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 01/05/99. A few days later her ear became infected. On 02/11/99 she sought medical treatment for the infection.